Manufacturer narrative:
The autopulse nimh battery was returned to zoll distributor for investigation. The wattage of the battery was 417.7 w. A probable cause for the reported issue may be due to the battery not sufficiently providing current with the platform. However, a definitive root cause could not be determined.

Event description:
The customer reported to zoll distributor that when using the autopulse nimh battery, the platform stopped compression in less than 30 minutes. Additional information received on (B)(6) 2013: manual CPR was performed on the pt. No pt sequelae was reported. According to the results of the battery test, it is suspected the led's on the battery was not illuminated green. No further information was provided.